Manufacturer narrative:
The investigation determined that lower than expected vitros ck-mb, vitros myog, vitros tropi es, and vitros nt-probnp results were obtained when testing non-vitros quality control fluids on a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related. It was concluded that the qc shift low was caused by an instrument issue as the same biorad qc fluids were run on their other analyzer without experiencing the same shift. Ortho reviewed e-connectivity and determined that the final well wash subsystem performance was not optimal at the time of the event. The ortho fe performed multiple service actions to the microwell subsystem that included replacing final well wash nozzle head and level sense board and performing necessary adjustments. Following service actions, acceptable qc results have been maintained.

Event description:
The customer observed lower than expected vitros ck-mb, vitros myog, vitros tropi es, and vitros nt-probnp results when testing non-vitros quality control fluids on a vitros 5600 integrated system. Biorad qc level 2 (lot 23632) vitros ck-mb results 0.368, 0.366, 0.313, 0.484 versus expected ck-mb result 10.2 ng/ml. Biorad qc level 1 (lot 23636) vitros myog results 84.37, 86.87, 85.49, 84.09, 12.50, 13.98, 13.08, 94.12, 91.04, 15.96 versus expected myog result 122 ng/ml. Biorad qc level 2 (lot 23632) vitros myog results 26.36, 29.48, 29.73 versus expected myog result 232 ng/ml. Biorad qc level 1 (lot 23636) vitros tropi es results <0.012, <0.012, <0.012, 0.0149 versus expected tropi es result 0.065 ng/ml. Biorad qc level 2 (lot 23632) vitros nt-probnp results 144.34, 147.70, 142.4, 168.3 versus expected nt-probnp result 569 pg/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer discontinued patient sample testing because quality control was unacceptable. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of harm. (B)(4).